Manufacturer narrative:
Qn#(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. DHR investigation did not show issues related to complaint. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that: "we had several instances where multiple tubes were used and several ruptured and would not inflate so they had to try several until they found one that worked." Associated complaints: 3003898360-2025-00439, 3003898360-2025-00438 and 3003898360-2025-00437.